Event description:
Customer reportedly received results of hi (greater than 33.3 mmol/l) and 6.2 mmol/l within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).